Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The customer recentrifuged the sample and repeated it on the sample instrument, which resulted lower. The customer then reran the sample on an alternate dimension rxl max instrument and it also resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The customer stated that red blood cells were present in the sample when it was initially run, and the expected result was obtained on the same instrument after the sample was recentrifuged. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.